Event description:
It was reported that revision surgery was performed approximately 18 months ago. The patient continues to report pain and complications post-revision. The devices were reportedly implanted 7-8 years ago.